Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified de novo lesion in the mid left anterior descending artery that was 95% stenosed. The lesion was pre-dilated with a 1.5x8mm and a 2.5x8mm unspecified balloon. A 2.75x15mm xience xpedition stent was deployed when an edge dissection was noted. Another xience xpedition stent was used to cover the dissection successfully. There was no adverse patient sequela reported. No additional information was provided.